Manufacturer narrative:
Product analysis: analysis was able to partially confirm the customer comment that the programmer was unable to update to new software. The software version installed was recent, but several errors were observed in the software history. The software was reinstalled and updated to the newest version. It was also determined at analysis that the stylus was worn the tip was loose and worked intermittently. The paper tray was nearly empty, and the left lower bullet was worn. The right display hasp was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required corrective maintenance/repair, the programmer was unable to update to new software. It was further reported that the programmer was returned for service, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.